Event description:
It was reported that the patient received numerous shocks and was brought to the ER, where a magnet was applied, and the shocks stopped. Review of save-to-disk data revealed rv (right ventricular) impedance of 1440 ohms, from previously stable impedances in the mid 400s, varying impedance, and noise. It was also noted that the patient fell the week prior and hit his head. It was reported that the fall was not related to the device function, but it was questionable if it may have contributed to a possible lead fracture. Additional information was subsequently received from the patient's son reporting "agonizing pain" and suffering for his father during the "unwarranted" shocks. The lead was reportedly diagnosed as malfunctioning in the ER. Allegations were made by the patient's son that the patient's quality of life has been diminished by the lead failure. As a result, he is now on oxygen 100% of the time, cannot walk more than 20 feet without losing breath, and can no longer drive a car. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and varying lv (left ventricular) pacing impedance measurements were noted. The lifetime ventricular sic (sensing integrity counter) was high, indicating a possible intermittency in the system.

Manufacturer narrative:
Additional information was received reporting an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and varying lv (left ventricular) pacing impedance measurements were noted. The lifetime ventricular sic (sensing integrity counter) was high, indicating a possible intermittency in the system.

Event description:
It was reported that the patient received numerous shocks and was brought to the ER, where a magnet was applied, and the shocks stopped. Review of save-to-disk data revealed rv (right ventricular) impedance of 1440 ohms, from previously stable impedances in the mid 400s, varying impedance, and noise. It was also noted that the patient fell the week prior and hit his head. It was reported that the fall was not related to the device function, but it was questionable if it may have contributed to a possible lead fracture. Additional information was subsequently received from the patient's son reporting "agonizing pain" and suffering for his father during the "unwarranted" shocks. The lead was reportedly diagnosed as malfunctioning in the ER. Allegations were made by the patient's son that the patient's quality of life has been diminished by the lead failure. As a result, he is now on oxygen 100% of the time, cannot walk more than 20 feet without losing breath, and can no longer drive a car. The lead was capped and replaced. No further patient complications have been reported as a result of this event. It was reported that the pt rec'd numerous shocks & was brought to the ER, where a magnet was applied, & the shocks stopped. Review of std data revealed rv impedance of 1440 ohms, from previously stable impedances in the mid 400s, varying impedance, & noise. It was also noted that the patient fell a week prior & hit his head. It was reported that the fall was not related to the device function, but it is questionable if it may have contributed to a possible lead fracture. (B)(6) 2008 addt'l info was rec'd from pt's son reporting "agonizing pain" and suffering for his father during the "unwarranted" shocks. The lead was reportedly diagnosed as malfunctioning in the ER. As a result, pt is on oxygen 100% of the time, cannot walk more than 20' without losing breath, & cannot drive a car. Allegations that pt's quality of life has been diminished by the lead failure. The pt's son also mentions dissatisfaction with medt's customer service in dealing with situation. Lead capped and replaced. ...